Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to the ep lab to revise an atrial lead. The atrial lead had fallen out of the atrium awhile back (date unknown). The atrial lead was capturing the ventricle. The physician previously decided not to revise the lead because the patient was in afib. The lead was explanted and replaced.

Manufacturer narrative:
The damage found was sustained during the explant procedure. The lead was otherwise normal.